Event description:
Information was received stating this system was causing discomfort to this patient and the patient requested system removal. Additionally, an unspecified product performance issue was reported. The system was removed from service. No additional adverse patient effects were reported.